Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The blue mbt stem wrench will no longer hold mbt tray when tightening stem to mbt tray.

Manufacturer narrative:
Examination of the submitted device confirmed damage that would prohibit successful retention of the mating tray. There is significant deformation on the plunger indicating excessive pressure was applied to the handle while attaching and/or tightening a sleeve device. The root cause is being attributed to user technique. Based on the root cause determination of user technique and the low frequency of reported events, the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.